Manufacturer narrative:
Natus medical has requested additional information from customer for final determination. Natus service repair receive the neoblue radiometer for calibration. Natus will file a supplemental report as needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their new neoblue compact demo device measured low in light intensity for both high and low settings using a demo nb radiometer. The customer maintained no patient involvement.

Manufacturer narrative:
Natus technical service referred the complainant to instructions in the neoblue compact service manual regarding how to adjust intensity and provided a copy of the service manual on 07/31/2017. In a follow-up communication on 08/09/2017, the complainant stated that the staff were not concerned about the issue and would continue to monitor it. The complainant stated on 08/30/2017 that all was good with the neoblue compact unit. After being evaluated, the complainant's neoblue radiometer was calibrated at natus on 09/08/2017 and delivered to the complainant. The neoblue radiometer user manual states that "to assure continued accurate measurement of irradiance, the radiometer should be recalibrated every 12 months to a radiometric (irradiance) standard." It was confirmed that the neoblue radiometer used by the complainant required calibration as of 02/19/2014. Probable cause was identified as a failure to follow instructions regarding annual calibration of the neoblue radiometer. Evaluation of the returned neoblue radiometer supported this determination of probable cause.

Event description:
Natus obtained the serial number ((B)(4)) and calibration due date (02/19/2014) of the neoblue radiometer the complainant used to measure intensity. The complainant's neoblue radiometer was returned to natus on 08/25/2017 and an evaluation was performed. When the neoblue compact unit being measured was held constant, the complainant's neoblue radiometer reported a lower intensity than two other neoblue radiometers that had been calibrated less than one year ago.